Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening extended on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior, opening crease smooth on anterior, creases fold, wear abrasion, stress marks and observed what appears to be like crater appearance on shell surface. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage an opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported right side "hardening".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.